Event description:
There was motion of the polyethylene insert inside the cup. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned to co. The device has been implanted. Due to tolerances required to MFR to the shell and the polyethylene insert, some toggle may be present between the components of this device. This slight toggle is within final inspection acceptable standards for this product. The device history record for the lot code of the cup that was implanted was reviewed and no discrepancies were observed.